Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact on the customer¿s blood glucose level. The customer declined further follow-up from customer technical support, and no additional information regarding the outcome of the event was available.